Event description:
According to the customer on (B)(6) 2023, "the rn was moving the foley tubing to help it drain, and the catheter came out of the pt's urethra".

Manufacturer narrative:
According to the customer on (B)(6) 2023, "the rn was moving the foley tubing to help it drain, and the catheter came out of the pt's urethra". The customer stated that "she found the balloon had torn, thus not inflated and why it came out". The customer reported that a new catheter needed to be placed. The customer stated that "the patient is doing well". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.